Manufacturer narrative:
Updated awareness date.

Event description:
It has been reported that the device is emitting strange noises.

Event description:
It has been reported that the device is emitting strange noises.